Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the functional testing, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. The insulin pump was programmed with several boluses and monitored. All of the boluses delivered properly and were listed in the bolus history screen. The insulin pump calculated the additional bolus deliveries and they were verified in the daily total screen. The insulin pump was then programmed with multiple bolus profiles and monitored. All basal profiles delivered properly their indicated amounts and they were verified in the daily total screen. The motor and motor slide functioned properly during the testing. No delivery anomaly, daily total anomaly, basal anomaly, bolus anomaly or motor anomaly was noted. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.

Event description:
Customer reported he noticed the piston on the device was not moving forward and it wasn't delivering any insulin. Customer was changing the infusion set when issue was noticed. Customer's blood glucose was 235 mg/dl. Customer declined troubleshooting and requested a replacement device. No further information reported.